Event description:
A pt reports that following intraocular lens (iol) implant surgery they are experiencing a 'dark ring' at the outer edge of their vision, both eyes. Pt's surgeon was contacted for additional info and indicated the pt has temporal arcuate visual fields defects following iol implant surgery. The surgery itself was normal and uneventful with no complications. The surgeon indicated she did not think the iol malfunctioned. Right eye MDR report#1119421-2002-00446. Left eye MDR#1119421-2002-00447.